Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used the ilet bionic pancreas without timely meal announcements, frequently announcing after eating, which led the system to adapt inappropriately and contributed to episodes of hyperglycemia with a reported value of 400 mg/dl and subsequent hypoglycemia with a reported value of 40 mg/dl. Symptoms included dizziness, fatigue, lethargy, and irritability, consistent with hypoglycemia, hyperglycemia. Outcomes included the need for unexpected medication intervention to treat hypoglycemia without hospitalization. Troubleshooting and education were completed, including guidance on proper and timely meal announcements and expectations after a factory reset, and an at was assigned. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction and characterized the issue as a use-of-device problem with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.